Event description:
Pt experienced elevated blood glucose levels, but was able to self-treat. By 5:00 a.m in 2005 the next morning they were checked on by the assisted living staff and they stated they were fine, but by 6:20 a.m they were unresponsive and diaphoretic stated the nurse. Their blood glucose level was now at 43mg/dl. Glutrose 15 was given to pt but pt blood sugar continued to drop to 33 mg/dl. They were transported to the hospital and advised to disconnect from the device. The pt returned to the assisted living facility after treatment and is doing fine.